Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that the customer had a bent cannula. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 222 mg/dl at the time of call. The representative stated that the customer treated the high blood glucose with manual injections. The representative stated that the customer did not find air bubbles and leaks. The representative stated that the customer declined to check for setting issues. The representative stated that the customer was unable to perform high pressure test. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.